Manufacturer narrative:
The returned removal bit was evaluated. A visual inspection and mechanical evaluation determined that a portion of the tip had fractured off as reported. The cause can most likely be attributed to inadequate seating of the removal bit with the screw during attempted screw removal. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a driver tip broke while removing a previously implanted screw to address adjacent level disease. Alternative instruments were used to complete the screw removal. There were no reports of patient injury associated with this event.